Event description:
It was reported by the customer, "one of our PICC nurses had a referral from the community about a leaking PICC when doing a dressing change. Upon assessment, our PICC nurse noticed a slight ¿gurgling¿ noise during a flush and then noted a small hole. The PICC was otherwise reported wnl (i.e. Not looped or taped unusually). This was a single lumen 4fr PICC that was inserted on (B)(6) 2022 and removed today (B)(6) 2022.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter split is confirmed but the exact cause remains unknown. One photo of a 4 fr sl powerpicc solo catheter was provided for evaluation. The catheter is being held outside of patient use. A circumferential split in the catheter is present at the proximal end at the region extending past the winged securement hub. The split characteristics and surface features could not be closely inspected from the image provided. Based on the information provided, possible contributing factors include material fatigue caused by repeated kinking of the catheter, sharp instrument damage, and damage during use. Since a split in the catheter was found to be present in the image provided, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) of regq0878 showed no other similar product complaint(s) from this lot number. H3 other text : evaluation findings are in section h.11

Event description:
It was reported by the customer, "one of our PICC nurses had a referral from the community about a leaking PICC when doing a dressing change. Upon assessment, our PICC nurse noticed a slight ¿gurgling¿ noise during a flush and then noted a small hole. The PICC was otherwise reported wnl (i.e. Not looped or taped unusually). This was a single lumen 4fr PICC that was inserted on (B)(6) 2022 and removed (B)(6) 2022. Additional information received: it was reported patient was referred by the community nurse and was seen in the PICC clinic. It was stated there was no patient harm reported, but the PICC did have to be removed.